Event description:
The customer's aunt reported via social media that the customer was hospitalized. The customer was hospitalized all the time because his incision kept getting infected and this last time it almost killed him. The customer now needs to take antibiotics with it. The customer's aunt also stated they will remove it out soon and put customer back on shots. The customer's blood glucose was unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.